Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the markerbands as per specifications. Deformation was visible to the 14th and 15th distal stent wraps with struts raised, bunched and overlapping. There was a slight kink on the inner lumen, 0.4 cm proximal to the distal tip. A 0.015 inches mandrel would not load through the inner lumen most likely due to hardened blood in the inner lumen. Slight deformation was evident to the distal tip. Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an endeavor resolute drug eluting stent to treat a severely calcified lesion in a moderately tortuous rca. The lesion had 80% stenosis. The lesion was pre-dilated. No damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. Resistance encountered when advancing the device, excessive force was used. It is reported that the device failed to cross the lesion. The stent could not pass through the calcified lesion. Three attempts were made but the device could not cross the lesion and could not be implanted. Therefore the device was replaced by another manufacturer's device, and the case was completed without any complication. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Patient status in alive - no injury. Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Image review: review of the procedural images confirm the calcified and tortuous nature of the rca vessel. A stent is successfully delivered and deployed in the proximal to mid rca. Numerous post-dilations are performed. There are no images capturing the attempted deliveries and retraction of the endeavor resolute device. If information is provided in the future, a supplemental report will be issued.